Manufacturer narrative:
A kink was observed on the delivery system immediately distal to the strain relief. There was no further damage observed to the delivery system. The reported delivery difficulties could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported expansion issue in the limb was confirmed on the films provided; however the cause of the event could not be determined. Procedural angiogram videos showing deployment of the stent graft and removal of the delivery system with subsequent movement of the stent graft distally were not available. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that the noted thrombus within the aneurysm sac may have been related to the incomplete expansion of the contralateral limb in the patient and the subsequent difficulty in removing the delivery system. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 51 mm abdominal aortic aneurysm. It was reported that during the index procedure, the 7th stent of the endurant limb etlw1624c124ej was not deployed entirely. Resistance was then noted on removal of the delivery system with the tip capture catching on the narrowed stent graft lumen that wasn't fully deployed. This led to the limb migrating distally by 1 stents length from the initial implanted position. Ballooning was performed on the part where the device was not fully deployed and an endurant ii graft contralateral limb (etlw1624c124ej) was additionally implanted as preventive action in case of a type iii endoleak in the future. As per the physician, the cause of the event was patient morphology and user error. It was reported that there was a lot of thrombus and the flow lumen of the aneurysm was narrow. It was confirmed that deployment was carried out as per the IFU no additional clinical sequalae were reported and the patient is fine.